Manufacturer narrative:
Device received with a critical pump error and a pump error 35 found in the formatted history file. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that alarm did not clear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.